Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom acetabular component 54/48 code "n" on the left side on (B)(6) 2008. Due to infection, the pt underwent revision surgery on (B)(6) 2010.

Manufacturer narrative:
The MFR did not receive devices or x-rays for review. Other source documents (surgical report) were provided. Where lot numbers were rec'd for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).